Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r#: 3003768277-08/25/2025-009-c .

Event description:
It was reported to philips that port moresby fd10 requires a replacement geometry pc. This is connected to loss of movement related to a allura xper fd10. There was no reported patient or user harm.